Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed high battery impedance. The device is part of the advisory for this model.

Event description:
The device was returned to the manufacturer with no claims of performance issues or patient complications. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.